Manufacturer narrative:
The software investigation determined that they were unable to determine the probable cause of the reported issue. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sw app 9735762 stealth s8 app 1.1.0. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software is under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was using two reference frames, one spine air frame and one small passive frame. They took one spin with the air frame while the blue frame was covered. They then switched the frame in the software from the air to the passive and then took the second spin with the air frame covered and the passive frame uncovered. The manufacturer representative (rep) then switched to the air frame in the software and navigated the first part of the case. When it came time to navigate the second spin, when the rep switched to the blue passive frame, the 2nd spin was showing that it was the incorrect frame for the registration. All available frames were selected in the software, but the message stayed consistent on the second spin. They ended up taking a new spin. The manufacturer representative stated that they tested the system with doing spins with two different reference frames and that it worked as intended. They were unable to pull the patient archives from the navigation system, as they were deleted and re-pushed from the imaging system while troubleshooting. This caused a 5 minute delay in the procedure. No impact on patient outcome.